Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the ECG 5 lead cable is broken. Available details indicate that the device had exhibited symptoms of an ECG 5 lead failure. It was determined that this was a malfunction of the ECG 5 lead cable set, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the ECG 5 lead cable set. The reported problem was confirmed. The customer replaced the ECG 5 lead cable set to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.